Event description:
It is reported that the patient was revised due to pain and discomfort brought on by tibial loosening.

Manufacturer narrative:
Evaluation summary: primary operative notes indicated that the knee was held in extension until the cement was fully cured. No complications were noted. Revision surgery notes indicated that the tibial base plate was loose and was easily removed. No devices or photos were received; therefore the condition of the components is unknown. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. Device history records were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.